Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction.

Event description:
The initial reporter states that the pump has a "blank screen/pump shut off with no alarm". Mmdg did follow up with the initial reporter who stated at that time that the patient did not have any issues related to the complaint, no harm to patient, no delay in therapy. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. When the device was returned to mmdg it operated as expected. The pump history was also reviewed, where several pump shut downs were observed, however, each one was preceded by the appropriate low battery and empty battery alarms. The pump history does show that the pump alarmed as expected prior to shutting off. The issue appears to be the user not changing the batteries appropriately.

Event description:
The initial reporter states that the pump has a "had a blank screen and shut off without any alarms". Mmdg did follow up with the initial reporter who stated at that time that the patient did not have any adverse issues related to the complaint. (B)(4).